Event description:
It was reported that the patient presented for an implant procedure. During the procedure the right atrial (ra) lead exhibited noise. Physician attempted to reposition the lead but was unsuccessful. The ra lead was removed and replaced. Patient was in stable condition.